Event description:
The patient was implanted with 2 leads with the same lot number (for off label use). It was reported the patient's right lead had migrated. X-rays confirmed the migration. The leads were originally implanted at t7-8 and the right lead had migrated to t8-9. A sjm representative reprogrammed the patient and patient was currently satisfied. F/u info indicated the patient experienced ineffective stimulation. A CT scan showed the patient's spinal stenosis had worsened and the physician recommended epidural injections. Additionally, surgical intervention may be taken at a later date. Further reprogramming was only able to provide partial stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.